Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the ipg will be surgically repositioned as it is currently implanted too deeply. As a result of the implant site, telemetry cannot be established with the ipg. The ipg will be reimplanted; therefore, no product return is expected. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: eval summary: the ipg was not returned to the MFR for analysis. As a result, the device history and sterilization records for the ipg are currently under review. The results of the review will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.